Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (lesion morphology - moderately calcified , moderately tortuous, 90% stenosis). Deformation problem (stent deformed) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - moderately calcified lesion, moderately tortuous, 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use a resolute integrity rx drug eluting stent to treat a moderately calcified lesion in the lcx. The lesion was 15mm, moderately tortuous, and had 90% stenosis. The device was inspected and prepped prior to use, with no issues noted. The lesion was pre-dilated twice, at 15 atm, using non medtronic balloons. Approximately 50 % stenosis remained in the lesion after pre-dilation. It is reported that during attempted use of the resolute integrity device resistance was noted at the lesion site and the stent couldn¿t be positioned. The device was removed from the patient and on inspection the stent was noted to be deformed. The physician then used another resolute integrity (same size) to complete the procedure. The lesion was post-dilated. No patient complications reported. Evaluation summary: the device was returned for analysis. The distal tip was flared and damaged. A number of struts on the 1st distal segment were raised and pulled distally. The remaining segments were intact.